Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized. Customer's blood glucose value was unknown. The customer stated that they received sensor updating and change sensor alerts after 3-4 days of they had a sensor. The device will not be returned for analysis. Ozp-mmt-7020-snsr, unomed inf set.